Manufacturer narrative:
H.6. Investigation summary customer returned (1) loose 1cc syringe. Customer states that the needle pierced through the orange-colored shield. The returned syringe was examined and exhibited a bent cannula and a hole in the shield likely created by the cannula. This indicates that the cannula was through the shield. Unable to perform DHR check for cannula through shield due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined. H3 other text: see h.10.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 7bag 420cas jp needle pierced through the shield. This was discovered before use. The following information was provided by the initial reporter: before use, customer noticed the needle pierced through the orange-colored shield. It was reported that there was a needle stick risk.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 7bag 420cas jp needle pierced through the shield. This was discovered before use. The following information was provided by the initial reporter: before use, customer noticed the needle pierced through the orange-colored shield. It was reported that there was a needle stick risk.